Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after positioning the leads and implanting the device, the patient's blood pressure dropped. A pericardial effusion was diagnosed and the pericardium was drained. The patient also experienced tamponade. It was unclear whether the pericardial effusion was caused by the right ventricular lead or the atrial lead or whether either lead will be repositioned. No further intervention will be done until the patient is stable. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.